Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6), 2012. The day after the procedure, the patient experienced swelling on her left side and pelvic pain. The physician ran some unspecified tests and did not find an issue with the device. Reportedly, the patient, who is over 18 years of age, was referred to pain management (specifics unknown). All other information is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.